Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported on (B)(6) 2025 that the patient presented with grade 4 functional mitral regurgitation (mr) for a mitraclip procedure. During the procedure, one mitraclip was successfully implanted. The mr was reduced to grade 1 post procedure. Post removal of steerable guide catheter(sgc), right to left shunt was observed. Oxygen saturation dropped to 93%. There was no clinically significant delay.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The investigation was unable to determine a cause for the reported perforation and hypoxia. Perforation and hypoxia, listed in the instructions for use, are known possible complication associated with mitraclip procedures. The reported serious injury/ illness/impairment was a result of case-specific circumstances. There is no indication of a product issue with respect to manufacture, design, or labeling.